Event description:
Aim3st kit pbo2 probe cc1sb malfunctioned and was described as follows; the unit was working fine until the probe was disconnected for pt transporting. When the unit was reconnected, the temperature was reading fine, but the oxygen probe was not working (reading 'o'). There was a codman icp catheter being used in the third lumen of the licox holt and the pt also had a hemodex. The probe was replaced within 24 hours of not functioning. The pt did not incur an injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.